Manufacturer narrative:
Service history review: lot 001992/5753994: a service history of the past three years has been reviewed. The item was previously returned for service on december 19, 2014 due to motor failure. The customer called in a service request for this item on march 09, 2015 and reported the device runs continuously. The previous service condition of motor failure is relevant to the current complained issue of the device runs continuously. The service history evaluation is confirmed. A service and repair evaluation was completed: the customer reported the device was running continuously. The repair technician reported the contact plate was cracked, and the reverse speed was not working. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: contact plate, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the item continues to run, found during testing, no surgery involved. (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A service history review of the device has been performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.